Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the programmer resolved not being able to turn the ins off but noted that it does seem harder to turn the ins on and off now. The replacement also resolved the ins sometimes being set to zero without them setting it to that level. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient programmer was not working as well as the one the patient used to have. The patient only uses stimulation in 10-15 minute intervals and doesn't keep the ins on 24/7, and when they turn stimulation back on the stimulation is different from where they had it set before turning it off. The patient sometimes does not feel stimulation on group a because it is set to zero when they did not program it as such and they have to increase stimulation to where they can feel it. It was noted that this happens randomly and that it occurred twice the day of the report, but that the issue could not be recreated at the time of the call. It was also reported that the patient programmer stim off button was only working intermittently. The programmer had to be turned off so that the programmer screen would go blank to get the ins off button to work and then they are able to turn off therapy. The patient was able to tell that the stimulation was not off because it would not stop 'shocking' them (the patient referred to stimulation as shocking throughout the call) even when they press the ins off button. Once the patient presses the programmer off button they can get the therapy to turn off instantly with no problems. It was noted that when the patient leans forward they cant feel stim at all but when they lean back it feels like they 'put their finger in a socket.' A new programmer was sent to the patient. No further complications were reported.